Event description:
During a ladipus procedure, the tip of the pliers broke off as the surgeon was attempting to contour a plate. There was no reported adverse event to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.